Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. The customer indicated her ¿arm got infected because of the sensor¿. Customer reported receiving unspecified medical treatment. No additional information was provided and no further contact is possible. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that freestyle fs libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. The customer indicated her ¿arm got infected because of the sensor¿. Customer reported receiving unspecified medical treatment. No additional information was provided and no further contact is possible. There was no report of death or permanent injury associated with this event.